Manufacturer narrative:
An indeflator was not used as specified in the instructions for use. A small part of the balloon dislodged after the burst and could not be retrieved. There are no clinical effects with the pt because of this dislodgement.

Event description:
Balloon burst.